Event description:
It was reported that in 2008 the patient¿s paddle lead had to be moved a week after implant because the patient was trialed by one healthcare professional (hcp) and then ended up going to another hcp for insertion. Additional information received reported that the patient would be back in town in (B)(6). It was stated that they would schedule an appointment with a manufacturer¿s representative at that time. It was noted that the requested information would be provided at that time.

Manufacturer narrative:
Concomitant medical products: product ID 37712, serial# (B)(4), implanted: 2008-(B)(6), explanted: 2012-(B)(6), product type implantable neurostimulator, product ID 3708140, serial# (B)(4), implanted: 2008-(B)(6), product type extension, product ID 3708140, serial# (B)(4), implanted: 2008-(B)(6), product type extension, product ID 37752, serial# (B)(4), product type recharger. Product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).